Event description:
Patient submitted (B)(4) stated: I had a bhr manufactured by s&n, implanted in 2010. I¿ll get a revision surgery in a couple of weeks due to pain, very high cobalt and chromium blood levels and skin rashes. I will be having the revision done by the same surgeon who did the resurfacing. I do not believe that I am having the same problem that so many other people are having with their metal-on-metal hips, but I have no chance for compensation and s&n can¿t be penalized due to the PMA they received by you in 2006. I was told I would get 15-20 years out of this hip and that I wouldn¿t need a total hip until I was well into my 50¿s. Now I will be much younger with a total hip. This seems so unfair and from the research I¿ve been doing, I see I am far from alone. How can they not be held liable for the injuries they are causing? I¿ve lost of a good portion of my adult life to hip pain and I have no relief from a company that markets their product to people who are too young and active for total hip replacements.

Event description:
Evidence of accelerated wear, metal stained tissue and synovitis noted during revision.

Manufacturer narrative:
.